Manufacturer narrative:
If explanted, give date: not applicable as device remains implanted. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted

Event description:
Received report indicating that the tip of a preloaded model looks like it has stress cracks at the tip. Thru follow-up the customer explained that the issue was noticed after the lens was inserted into the eye. There were no complications and the procedure was completed successfully. No additional information was received.

Manufacturer narrative:
Additional information: device evaluation: product testing could not be performed as the product was not returned. The reported event could not be verified, and no product deficiency could be identified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed 1 additional complaint for this po number was created due to cartridge tip cracked/damaged but was voided. Conclusion: based on the investigation, no product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.